Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing ballooned in the pumping segment during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a balloon in the pumping segment was confirmed. Visual inspection showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing was unable to replicate the ballooning. Additional testing of the set was conducted. An IV push was performed first by occluding the tubing above the injection port, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port resulted in a balloon when the device door was opened. The root cause of the balloon in the silicone segment was an IV push medication or flush executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment.

Event description:
The customer reported that the tubing ballooned in the pumping segment during patient use. There was no report of patient harm.